Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4): the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07753. It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 20mm x 2.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. The balloon was inflated at 20 atmospheres. When the physician tried to remove the device from the patient, it was noted that the balloon catheter was stuck with a non-bsc guide wire. The guide wire and the balloon catheter were removed together as a unit from the patient. This was exchanged with another 20mm x 2.00mm nc quantum apex¿ balloon catheter; however, the device was also stuck with a non-bsc guide wire. No patient complications were reported and the patient's status was good.